Manufacturer narrative:
Technical services evaluated the returned device and confirmed the image would stop working when the blade was moved. The connector was found with rust, contributing to the bad connection. The backshell assembly and battery were replaced on the monitor, the blade was scrapped. Additional part used: glidescope ranger monitor - USA; catalog: m570-0186; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor with gvl 4.3' cable, the monitor's image stops working when the blade is moved. No delay in the procedure was reported. It was unknown if use of a back-up device was needed to complete the procedure. No harm to patient or user was reported.